Manufacturer narrative:
(B)(4). Date sent: 4/15/2026. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number 10ag24 and no non-conformances were identified. Additional information was requested, and the following was obtained: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. During passage through tissue. What is the procedure name? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026, and suture was used. The needle pull off issue in surgery. Changed another one to complete the surgery. There is no report on patient's injury. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information; d9, h3, h6 additional h6 component code: g07002 no device problem additional h6 investigation findings: c22 - photo review additional h3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that two sealed boxes with thirty-six and fourteen unopened samples were received for analysis. Product code vcp433h. As per the sampling plan, a visual inspection was performed on thirteen samples, and the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. A photo was provided showing three boxes that pertain to product code vcp433h. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.